Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications. The device was monitored and no blank display anomalies or battery alarms were noted. All functional testing was passed. The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. The insulin pump was received with a cracked case at display window corners, cracked battery tube threads, and a scratched lcd window. No traces of moisture were found at electronic or motor assembly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a button error on the insulin pump, following a battery change after the screen went blank. The customer's blood glucose was 9 mmol/l. It was stated that the insulin pump may have been exposed to perspiration and none of the buttons were working. It was advised to revert to a back-up plan. Nothing further was reported.